Manufacturer narrative:
This report is replacing emdr # 1051786-2016-00010. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips healthcare received a complaint stating that on (B)(6) 2016 a bilitx device left a burn on the patient's back. The doctor was treating the patient as having a bad sunburn, using topical cream. Application of a topical cream is not considered to be treatment to prevent permanent impairment and it was not reported that the patient required any other treatment that would have prevented permanent impairment. Therefore, we are not considering this to be a serious injury.

Event description:
Philips healthcare received a complaint stating that on (B)(6) 2016, a bilitx device left a burn on the patient's back. The dme stated that a doctor was treating the patient as having a bad sunburn using topical cream. Application of a topical cream is not considered to be treatment to prevent permanent impairment and it was not reported that the patient required any other treatment that would have prevented permanent impairment. Therefore, we are not considering this to be a serious injury. The device was in use when the incident reportedly occurred.